Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Dr. (B)(6) complained about her cup being too vertical. I have uploaded session files from (B)(6) 2019 for patient crane and have post op x-rays if you need them. The files are located in the folder ¿(B)(4) (B)(6) 2019 files¿ in the shared drive. Case type: tha. What is the estimated discrepancy mentioned in the complaint? Tha (degrees). As per the mps: dr. (B)(6) estimated a 60 degree discrepancy for this particular patient. I have attached another x-ray for you to review.

Manufacturer narrative:
Reported event: an event regarding inaccurate cup version involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 645 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding cup placement discrepancy. There were 18 other reported events (B)(4). Conclusion: the inaccurate pelvic registration contributed to the improper cup placement. The anterior acetabulum landmark is picked far away (about 16mm) from the target CT landmark. The anterior patient landmark is picked on the outside of acetabulum surface. The cup is planned as 30 degree inclination, but based on the post-op x ray, the cup inclination is about 56 degree. Based on the analysis of pelvic registration, the inaccurate pelvic registration contributes to the improper cup placement (high inclination comparing to the planned inclination).

Event description:
Dr. (B)(6) complained about her cup being too vertical. I have uploaded session files from (B)(6) 2019 for patient crane and have post op x-rays if you need them. The files are located in the folder ¿(B)(6) 2019 files¿ in the shared drive. Case type: tha. What is the estimated discrepancy mentioned in the complaint? Tha (degrees). As per the mps: dr. (B)(6) estimated a 60 degree discrepancy for this particular patient. I have attached another x-ray for you to review.